Manufacturer narrative:
The pump user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer was using off label insulin at the time of the event. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.